Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it showed that the allegation of premature battery depletion (pbd) was confirmed. The device had shortened elective replacement indicator (eri) to end of life (eol) in which it could be an indication of an out of specification condition. The pulse generator diagnostic data spreadsheet shows a cell depletion pattern that is similar to other devices that have leaky vbat capacitors.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was beeping. A boston scientific technical services (ts) discussed that the beeping means the device needs to be checked. The patient went to the emergency room and the device was exhibiting premature battery depletion (pbd) upon doing a device check. The device was explanted. No additional adverse patient effects were reported.